Event description:
Customer's son reports strip vial expiration date of 12/31/2009 while using comfort curve test strips. MFR's inventory system shows strip expiration date as 12/31/2007. Batch record confirmed strip expiration date as 12/31/2007. No adverse event reported. A request was made for return of the suspect product, and a replacement was sent.